Manufacturer narrative:
(B)(4). The cause of the system error 2240 was determined to be due to incomplete prime. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The patient (pt) was connected at the time of the alarm. The pt line was not properly primed. Pt extensions were not in use. The pt did not disconnect prior to the alarm and then reconnect. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies. The cause of the air was incomplete prime of patient line. A baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and to contact their pd nurse (pdn) to advise pdn about the air in line. There was patient involvement; however there was no patient injury or medical intervention.no additional information is available.